Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that patient experienced an event of infusion set kinked cannula on (B)(6) 2026. The event occurred three or more hours after insertion. The insertion site was abdomen. The blood glucose level was 407 mg/dl and the patient was treated with correction injection via multiple daily injection (mdi).